Event description:
It was reported that the asymptomatic patient presented to the emergency room. Post-paced t wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.